Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump. The patient's blood glucose level was 7.8 mmol/l at the time of the call. The customer was assisted with troubleshooting and was advised to remove the batteries and wait for the notification light to stop blinking before reinserting the batteries. The customer was then advised to adjust the time and complete the reservoir/tubing process. The customer was advised to monitor the insulin pump for any further issues. The customer did not return the product back for analysis.